Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported bipolar maryland forceps, the associated device logs and provided images. Two images were received for evaluation. Both images depicted a bipolar maryland forceps with a blue bipolar energy cable protruding out. Evaluation of the logs indicated that the bipolar maryland forceps was connected with arm cart assembly 2. The use time was six hundred and twenty-three minutes with a use count of four. An error code was triggered associated with an instance of a difference in commanded and actual jaw angles. This can occur due to instabilities within the instrument controller or aggregated movements during a procedure. The error code is a subsystem inoperable error that blocks the movement of the system and reports an error message stating, "danger: instrument error. Withdraw normally. If withdrawal fails, remove instrument/port together. Replace instrument to resume.". Visual inspection of the returned bipolar maryland forceps noted no corrosion on the electrical contacts. There was no damage noted to the jaws or on the drive cables. Part of the white plastic pulley was damaged. The puck and drive cable were both displaced on the side of the damaged pulley. Along the trail that the puck traveled, the plastic material of the pulley was damaged. The energy cable was bulging. The bottom plate was partially disengaged. Functionally, the base plate was able to be reengaged with no issues. The jaws were manipulated into multiple positions in order to inspect the cables. The jaws could not achieve the full yaw or pitch in some of the positions. Electrical testing was performed and the bipolar maryland forceps was read with no observed failures. Evaluation of the bipolar maryland forceps confirmed the reported condition. The investigation identified that the most likely cause could be traced to device design. Additionally, an unreported condition of disengaged base plate was identified. A most likely cause for this damage can be traced to a collision or a fall. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic prostatectomy with lymphadenectomy procedure, at the time of seminal vesicle dissection, the bipolar maryland forceps (bfg) displayed a notification that it was at end of life and should be replaced at the end of the procedure, approximately one hour before the instrument broke. The bfg then began to behave abnormally, opening and closing on its own and opening past the normal angle (almost 180 degrees between the jaws). Team attempted to double-click to straighten and close the jaws but was unsuccessful. The team visually inspected the instrument on screen to ensure no pieces were missing, and the bedside team removed the instrument as a broken instrument. Once removed, the instrument was inspected again to confirm no pieces were missing, and it was observed that the cable was protruding, although it did not appear snapped. The instrument was replaced to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10. Concomitant products mrasi0001 - monopolar curved shears x2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic prostatectomy with lymphadenectomy procedure, at the time of seminal vesicle dissection, the bipolar maryland forceps (bfg) displayed a notification that it was at end of life and should be replaced at the end of the procedure, approximately one hour before the instrument broke. The bfg then began to behave abnormally, opening and closing on its own and opening past the normal angle (almost 180 degrees between the jaws). Team attempted to double-click to straighten and close the jaws but was unsuccessful. The team visually inspected the instrument on screen to ensure no pieces were missing, and the bedside team removed the instrument as a broken instrument. Once removed, the instrument was inspected again to confirm no pieces were missing, and it was observed that the cable was protruding, although it did not appear snapped. The instrument was replaced to resolve the issue. There was no patient injury.